Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported insulin flow blocked alarm and vibrate anomaly. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The device will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test and self-test. All buttons functioning properly. No damage in the keypad assembly noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. The time and date functioning properly. No unexpected keypad unresponsive noted. The unit p-cap / test reservoir locks in place properly. The following were noted during visual inspection fading serial number label, cracked keypad overlay at select button and broken belt clip rails. Unit was not confirmed for absences of audio/ vibrate anomalies. Unit passed all required testing. No unexpected keypad unresponsive noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.